Event description:
During a rotating hinge knee surgery, femur was already cemented in and surgeon was attempting to assemble tibia to femur when it became apparent that the hinge post was backwards. The surgeon "windowed" the femur to gain access to the cross-pin, disassembled the hinge post, and reassembled it in the correct orientation.